Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years and three months of post-deployment, computed tomography of the abdomen and pelvis without contrast was performed due to flank pain and result showed that an inferior vena cava filter was in place. One of the legs extended into the aorta. On the next day, the image review showed that there was an acute thrombus seen in the left common femoral vein. Acute occlusive thrombus seen in the left superficial femoral, left popliteal, left posterior tibial and acute partially occlusive thrombus seen in the left peroneal and left lesser saphenous. It also confirmed the suspicion of thrombosis of the distal inferior vena cava with thrombosis above, within, and below the inferior vena cava filter. On the next day computed tomography angiogram of the abdomen and pelvis with contrast demonstrated that an inferior vena cava filter was in place with proximal tip below the level of the renal veins, approximately positioned. Three of the inferior vena cava filter limbs extended beyond the inferior vena cava medially, one was in contact with the aortic wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombosis above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.